Manufacturer narrative:
B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a guidewire fracture occurred. A 1.50mm rotablator plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the wire fractured near the burr, leaving part of it inside the advancer system. The rotawire and advancer with the burr were replaced. The procedure was completed with another of the same devices. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device found that the annulus of the burr was damaged consistent with continuous interaction with the rotawire. The test rotawire was able to be fully inserted and removed from the device with no resistance or issues. B3: date of event: the event date was not reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a guidewire fracture occurred. A 1.50mm rotablator plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the wire fractured near the burr, leaving part of it inside the advancer system. The rotawire and advancer with the burr were replaced. The procedure was completed with another of the same devices. No patient complications reported.